Event description:
It was reported that the patient had pain in right leg since the (B)(4) study ablation procedure on (B)(6) 2012. The product involved has not been approved by us FDA and is not marketed in the us. On (B)(6) 2012, biosense webster was notified that there was a navistar catheter was used in this procedure, thus marking (B)(6) 2012, as the alert date for this report. The procedure was an afib ablation from a clinical trial, and the patient event was probably procedure-related and possibly device-related.

Manufacturer narrative:
Since the mfg # and the lot # was not provided by customer, then the device history record (DHR) review could not perform. (B)(4).

Manufacturer narrative:
Bwi was informed that this adverse event was unanticipated. Bwi is still investigating the adverse event in order to find out the specific diagnosis. (B)(4).